Event description:
First set of implants ruptured; second set placed, a couple months after I start slowly noticing a decline in mental and physical health. Brain fog, lack of concentration, anxiety, rashes, pain in breasts, memory issues, dull skin, visual problems, extreme hair loss, etc. Breast implants rupture. Second set of implants were done. Chronic illnesses with no explanation. Extreme fatigue, anxiety, joint pain, brain fog, cardiac issues, hair loss, etc. After implants, anemia, heart palpitations.